Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapling device did not fire. There was a problem loading and unloading the device. The firing did not happen. In order to resolve the issue and complete the case, replaced the device with a new one. The original handle was able to be used successfully to fire a new reload. There was no patient harm. The patient status is alive, no injury.